Manufacturer narrative:
The reported field event of a loose set screw was confirmed. Final analysis found the rv set screw contained septum material in the hex cavity which prevented full insertion of the torque driver. No other anomalies were found.

Event description:
It was reported that during implant of the of the implantable cardioverter defibrillator (ICD), the physician was unable to tighten the set screw in the header . A new device was installed without issue on (B)(6) 2021. Patient status was listed as stable.